Event description:
Healthcare professional reported "implant exposure". Later healthcare professional reported "positive for e.coli", treated with IV antibiotics. This record is for left side. The device was explanted.

Manufacturer narrative:
The event of "bacterial infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: bacterial infection additional, changed, and/or corrected data: a.2., a.4., b.3., b.5., h.6.

Event description:
Healthcare professional reported "implant exposure". This record is for left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exposure.